Manufacturer narrative:
N/a.

Event description:
The following has been reported: (B)(6). Not sensing ac power. Tried several different new cords- if the cord is shifted in the ac jack, the ac led will blip on, then go off again. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to lake zurich nor brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. If further information are provided later on we may re-open the complaint and pursue its . To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
Service orders were received after original complaint was closed. Fk us received device. Customer reported problem "not sensing ac power, tried several new ac cords- no change. If cord is moved in the jack, the charge led light will blip on, then goes off again" was confirmed. Also, missing black (holding) piece on pole clamp. Replaced power kit w/power inlet and pole clamp kit. Equipment cleaned, post service tested and released for use.